Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring ii seal did not deploy. A replacement unit was used to complete the procedure. The hosp did not report any pt effects. The product is not returning for investigation.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There were no non conformance issue(s) with this production lot. Internal file number - (B)(4).